Event description:
It was reported that the physician contacted boston scientific technical services (ts) to review rhythmiq episodes that were noted during a remote data review for this implantable cardioverter defibrillator (ICD). Ts discussed that these episodes were declared due to far-field over-sensing on the right atrial (ra) channel. Programming options, such as extending the ra blanking period, or programming the device to dual-chamber pacing with atrioventricular delay. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.